Event description:
According to the available information the implant was removed and replaced with a genesis due to not pumping or deflating. Additionally, it was noted there was an infection with puss around pump and reservoir.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the detached connector/tubing. The information received indicated the device was not pumping or deflating, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the implant was removed and replaced with a genesis due to not pumping or deflating. Additionally, it was noted there was an infection with puss around pump and reservoir.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were non-conforming reports or capas that were confirmed to be associated.